Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The pt presented to the hospital with an acute anterior myocardial infarction. An angiogram revealed that a lesion proximal to mid left anterior descending artery (lad) had a timi 2 flow. In addition, the lesion was 90% stenotic and moderately calcified. The lesion was pre-dilated with a maverick 2.50 x 20 mm balloon. After predilation, the physician attempted to cross the lesion with a taxus express2 8.8% 2.5 x 24 mm, however, could not cross the lesion. The physician deep seated the guide catheter and tried other maneuver with no success of crossing the lesion. After withdrawing the stent, the physician found the proximal taxus stent struts were damaged. The pt was stable throughout the procedure and the physician replaced the taxus stent with a pixel 2.5 28 mm acs stent. After successful deployment of the pixel stent and nicardipine 500 mg the pt reached timi 3 flow. It was noted that the physician was able to fully dilate the taxus stent outside the pt's body. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."